Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a turbo-ject® single lumen over-the-wire power-injectable PICC became "loose at the hub." The conditions and circumstances of the event were not provided. The patient did not require any additional procedures due to this occurrence. The device was explanted and returned for evaluation. No further patient or event information was provided.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tubing was partially separated at the purple hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.